Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The customer reported a delay in changing the citadel bed position when the emergency situation occurred. The patient's blood pressure was extremely low. The bed position required to be changed from the trenderenburg to the flat. The caregivers tried to position the bed pressing the reverse trenderlenburg button and further trying to raise the backrest, however the bed did not respond. After using the CPR button, the bed moved to the flat position. Following the information reported, the e301 error was displayed on the control panel. The patient passed away however it was clarified by the customer that the patient was in critical condition and the bed fault did not contribute to the patient's death. After the event the device was inspected by an arjo technician and no malfunction was found. The device operated correctly, the bed position could be changed without any issue. The error e301 that allegedly occurred as reported by the facility representative means that the backrest and/or hi/low actuator has lost their position. To eliminate this error the backrest should be lowered and then raised fully. As this error was not observed during device inspection, it could not be investigated further. The bed is equipped with a CPR button which in an emergency situation returns the bed to a flat position. The CPR was used by the facility staff after trying to change position using the bed control functions. This caused a delay in CPR. The instruction for use for citadel bed frame system (B)(6) includes the information when the CPR button should be used: -"CPR position- press and hold the CPR button to flatten the deck (and lower it if necessary) to enable cardiopulmonary resuscitation to be performed." To sum up, as the functional test did not reveal any issue and the device was working as intended, the exact cause of the claimed problem concerning difficulties in changing the bed's position could not be determined. In the reported case, despite the fact that the emergency situation occurred, the caregivers did not try to change the bed position using the CPR function at first which caused a delay. Arjo device failed to meet its performance specification when the event occurred. The device was in use with a patient. The complaint was decided to be reportable due to a delay in CPR, which is considered serious.

Event description:
It was reported that the bed was in trendelenburg position towards the head end of the bed as a resuscitation measure for a haemodynamically unstable patient. The patient blood pressure was extreme low. The caregivers could not to level the bed to a flat position. Arjo technician tested all the functions of the bed and could not find a fault. The reported error at the time of the incident was e301. The patient passed away. The customer stated that the patient was critical and that the bed fault could not have contributed to the patient¿s death.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.